Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. Customer's blood glucose ranged from 180-181 mg/dl.